Manufacturer narrative:
As part of a legal dispute, intuitive surgical received information regarding a patient underwent a da vinci robotic hysterectomy. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication, however, the operative report does suggest that the vaginal cuff was opened low on the left side one week after surgery the patient presented with complaints of bladder leaking. On (B)(6) 2010, the patient had a cystogram showing vesicovaginal fistula. On (B)(6) 2010 the cystogram was repeated. Vesicovaginal fistula persisted was worsening. On (B)(6) 2010 an ivp was performed. Per operative report it was difficult to rule out ureteral involvement. No further clinical information was provided.

Event description:
As part of a legal mediation effort on september 4, 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci hysterectomy procedure on (B)(6) 2010 and alleged to have their bladder punctured due to a thermal burn. No further information is provided at this time.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. No previous complaints were reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered surgical complications.